Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv was damaged. The following information was provided by the initial reporter: material no: 11532269, batch no: unknown. It was reported that there was poor tubing connection to filter/ a hole found during fluid prime. Verbatim: lot number or serial number: nurse discarded actual package. Any injuries and/or harm? No. What is the issue you experienced? Poor tubing connection to filter or a hole found during fluid prime.

Manufacturer narrative:
Investigation summary: a complaint of the filter being damage was received from the customer. A sample was returned for investigation. Through visual inspection, no defects were observed on the set. The set was them primed and leakage was noticed from the filter connection to the top half of the set. When looking at the filter connection site, damage was noticed to the tubing. A device history record review could not be performed on model 11532269 because a lot number was not provided by the customer. An investigation was performed by the manufacturing site. The damage on the filter could not be replicated during review of the manufacturing process. The potential root cause determined for this defect was the wearing and/ or misalignment tips of the expander. This can lead to damage of the sleeve tubing causing leakage. A new procedure is being submitted that will enable a better tracking and adequate condition of expanders in a systematic manner to the manual manufacturing process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv was damaged. The following information was provided by the initial reporter: material no: 11532269. Batch no: unknown. It was reported that there was poor tubing connection to filter/ a hole found during fluid prime. Verbatim: lot number or serial number: nurse discarded actual package. Any injuries and/or harm? No. What is the issue you experienced? Poor tubing connection to filter or a hole found during fluid prime.